Event description:
During a demo inability to pass the accessory "blue laser" diameter 0.8mm in the operating channel of 3.0mm of the one pulmo. Inability to do the examination with our single-use bronchoscope. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary pentax (B)(4) confirmed that there is a ridge in the inlet. A device history record(DHR) review for model eb15-s01, lot number eb5a001 was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured. Conditions, passed all required inspections, and was released accordingly.